Event description:
Device 1 of 2. Reference MFR. Report:1627487-2016-00460. Additional information received identified the patient's scs leads were explanted and replaced with a single model 3219. Effective stimulation was restored following the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-00460. It was reported during the patient's post-operative appointment (reference MFR. Report: 1627487-2016-00110), an sjm representative was unable to provide effective stimulation with programming as stimulation was only received in the mid to low back area (pain pattern) and abdomen(unintended) with no leg stimulation (pain pattern). X-rays revealed no anomalies. Subsequent reprogramming did not resolve the issue. As a result, surgical intervention may be taken at a later date to address the issue.